Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 ( investigation findings, investigation conclusion, type of investigation), h11. The cs300 was checked for blood intake, and there was no problem. Although there was no particular request for inspection, asked for a leak test and operation check. It was confirmed the results of the leak test and operation check by phone on april 22, and there were no problems, so we closed the deal. Confirmed that the balloon used was a zeon iab balloon catheter.

Event description:
Na.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had helium leak alarmed occured during use. There was balloon pinhole and also blood back in to the device since the patient was originally scheduled to be weaned from the iabp, there was no health damage.